Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported a (B)(6) reaction of a patient sample when tested with (B)(6). When tested a second time, the same patient sample showed a weak positive test result. The customer returned the supposedly defective product and also the patient that had caused the (B)(6) test result. Testing in our quality control laboratory is still ongoing.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported a false negative reaction of a patient sample when tested with seraclone anti-d blend. When tested a second time, the same patient sample showed a weak positive test result. The customer returned the supposedly defective product and also the patient that had caused the false negative test result. Our quality control laboratory tested the patient sample with the supposedly defective product sample as well as with the qc lab's retained sample and yielded correct strong positive results. Both, complaint and retained sample were also tested with different samples. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of seraclone anti-d blend functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.